Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood (bg) glucose (bg) levels in the 50-60 mg/dl range. Customer stated low bg's are due to a change in their diet, and they believe their carbohydrate ratio needs to be adjusted. Customer drank milk and ate food with sugar in it to stabilize bg levels. Subsequently, the customer's bg level became elevated (265-300 mg/dl range). Customer delivered a bolus to stabilize elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.